Event description:
It was reported that the patient underwent a revision procedure due to atrophy of the urethra with an artificial urinary sphincter (aus). The 6.0cm aus cuff, pump, and balloon was explanted and a new 5.5cm aus cuff, pump, and balloon was explanted. The patient recovered following the procedure.